Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after the implantable cardioverter defibrillator delivering inappropriate therapies for supraventricular tachycardia. Upon interrogation, it was noted that the right ventricular lead oversensed the noise, which could be reproducible. The x-ray image were discussed but has not been performed yet. No further information was available.

Event description:
New information on 09/03/2018 stated that the noise on the right ventricular lead was not reproducible with isometrics and the physician decided to monitor the patient. The patient was stable.